Event description:
The customer found their results for ion selective electrode sodium and potassium were higher than their peers for proficiency testing. They performed a comparison of 19 patient samples with another cobas 6000 analyzer in another laboratory. Of the data provided, only the potassium for one patient sample was discrepant. The initial result was 4.8 mmol/l and was reported outside the laboratory. The result from the other laboratory was 4.39 mmol/l. The result form the other laboratory was believed to be correct. The patient was not adversely affected. The potassium electrode lot number was f87 with an expiration date of 10/31/2014. The field service representative found the ise calibrator 2 comp limits were incorrectly set. He changed the values and had the customer recalibrate and run qc. He repeated patient samples and proficiency material. All results matched and were on the mean.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.